Event description:
It was reported that, "the pt had a right total hip in 1995. Eccentric wear was discovered so the liner and head was revised."

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00001.